Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus confirmed that black foreign matter was clogging the nozzle. Analysis of the material revealed it to be silicone rubber. Silicone rubber was used in the gaskets of the air/water button, the water supply tank nozzle, and the rubber components at the injection tube connection point. It is possible that fragments from these parts became mixed in due to deterioration or other factors, leading to the clog, but we were unable to pinpoint the exact cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a foreign matter in nozzle was found. There was no patient involvement.